Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant informed the caller that the issue is due to a high pacing impedance measurement which can cause grounding issues in the system, resulting in the minute ventilation (mv) signal to not be filtered out of the egm signal. The consultant recommended further testing and programming off the respiratory rate trend (rrt). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a review of this patient's remote monitoring data identified noise, oversensing and some spikes in pacing impedance measurements on the atrial channel. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this system continued to exhibit noise on the atrial channel and a review of the device data identified atrial pacing impedance measurements greater than 2000 ohms. At the time the initial observations were reported, it was suggested that the respiratory rate trend (rrt) be programmed off which the caller thought had been performed. A boston scientific technical services consultant reviewed the remote monitoring data and noted that rrt was actually still programmed on. The consultant recommended programming off the minute ventilation (mv) feature. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.